Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17225921m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No testing methods performed. No results available since no evaluation performed. Device not returned. Bwi concomitant products used: product: smartablate pump, us catalog # m490008, serial # (B)(4). Product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us), us catalog #: m490007, serial #: (B)(4). Product name: smartablate remote kit (us), us catalog #: unknown, serial #: (B)(4). Product name: thermocool® smart touch¿ bi-directional navigation catheter, us catalog #: d132705, lot #: unknown. (B)(4).

Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a smartablate&#10249;irrigation pump and during the procedure low flow was not allowed as well as an air embolus was discovered after bypassing the sensor. Also, an st elevation was observed in the inferior leads which resolved after five minutes. The patient medical history is unknown. Once physician confirmed stability the case was continued with no other complications. It was also reported that a thermocool smarttouch bi-directional navigation catheter (lot # 17225921m) displayed an error 105 (magnetic sensor). Troubleshooting was performed and when the catheter was replaced, the issue was resolved. The procedure was completed successfully. Additional information was requested to clarify the event and it was informed that patient diagnosis related to this event is a possible transient air embolism. There is no further information about the hospitalization and the patient did not require any intervention. The patient was reported fully recovered with no residual effects at the time bwi followed-up. The physician opinion regarding the cause of this adverse event is that this is an air embolus that went through the long sheath or the catheter possibly not flushed properly by the staff.